Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation unit stopped working not turning on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And reproduced motor does not working, heater plate contaminated, display with scratches, outlet seal contaminated, pcba burnt. The customer complaint was reproduced. There was 3 error has been identified. The device was scrapped.